Event description:
Pt's generator was programmed to off due to adverse side effects. It was reported that the pt's seizure control with the vns therapy is great, but that the pt began experiencing nausea, vomiting and falls (not drop attacks). Treating neurologist reportedly does not believe that the pt's symptoms are related to the vns. Intraoperative device diagnostic testing at time of initial implant was within normal limits, indicating proper device function at that time. Investigation to date has been unable to determine whether or not the reported adverse events are related to the vns therapy system.